Manufacturer narrative:
Device was returned for evaluation. Upon completion of the investigation, a followup report will be filed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, a perforator did not disengage, cutting through the patient's dura. Resulted in a 5 minute delay to repair dura; patient is okay.

Manufacturer narrative:
Upon completion of the investigation it was noted that the unit was visually inspected utilizing unaided eye. No anomalies were observed. Test performed. Unit was found to performed as intended. Test performed. Unit completed. Tested (5 holes) and was found to performed as intended. The tecomet DHR was reviewed on 10/09/2017 and it was verified that there were no anomalies during the manufacturing process. Complaint could not be verified. Unit was found to meet all acceptance criteria. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.